Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported gladius guide wire was returned for evaluation. The returned gladius was found curved for approximately 75mm from the tip with stretched polymer jacket and spring coil wire. The polymer jacket was removed for observation purposes. At approximately 103mm distal to the proximal solder (originally set at 110mm from the guide wire tip to hold the spring coil wire onto the core wire), the core wire was found fractured under stretched spring coil wire. Observation of the distal segment of the stretched spring coil wire found that the spring coil wire was stretched from approximately 15mm from the tip, and the inner coil wire underneath was exposed. As the end of the inner coil wire was found with a cut surface made during the production process, and the ball tip was attached on the very distal end of the spring coil wire, it was concluded that the inner coil wire and spring coil wire had not been fractured. For further observation, the spring coil wire and the inner coil was removed to expose the distal side of the fractured core wire. The fracture site was found located at approximately 7mm from the tip. Microscopic observation found that both proximal and distal fracture ends of the core wire were twisted with flat fracture surfaces, indicating accumulated torsion had caused core fracture. Although the core wire of the returned gladius was fractured at approximately 7mm from the tip and the polymer jacket was stretched along with the spring coil wire, the spring coil wire and inner coil wire were not fractured; therefore, it was concluded that the entire length of the gladius guide wire was returned for evaluation. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation had most likely contributed to the observed core fracture of the returned gladius guide wire. The applied stress would accumulate and exceed the product design limit when the tip was being caught by the lesion, fracturing the core wire and therefore affecting the wire manipulation. Further applied tensile stress generated with removal then made the spring coil wire and the polymer jacket become stretched. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a mildly calcified chronic total occlusion (cto) in the superficial femoral artery (sfa). When attempts were made to cross the lesion with an asahi gladius guide wire with the support of an asahi corsair pv microcatheter, the gladius could not be manipulated properly as the core of the guide wire was likely fractured. The gladius was replaced to resume the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects related to this event.